Event description:
It was reported that the patient underwent a revision surgery due to subsidence of the tibial baseplate 3 years post-implantation. During the surgery, it was noted that cement mantle has been broken. Patient was revised to primary tka. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical products: lps option femoral e-l, item# 00-5996-015-51, lot# 63742529; st prc tib plt size 5, item# 00-5980-047-01, lot# j6828721; lps flex art surf ef5 6 14, item# 00-5962-040-14, lot# 64971772; stem implant 15mmdx75mm, item# 00-5988-012-15, lot# 64946296; all poly pat comp 32dia, item# 00-5972-065-32, lot# 65341199; oxf twin-peg cmntd fem md PMA, item# 161469, lot# 266810; oxf anat brg lt md size 4 PMA, item# 159548, lot# 403220; oxf uni tib tray sza lm, item# 154718, lot# 150470. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Product was not returned or pictures not provided. Device evaluation could not be performed. The DHR review can¿t be performed as the item/batch number was not provided. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.